Event description:
Olympus was informed that during two unspecified procedures that occurred on the same day, the nurse was shocked when connecting the scope to the light source. During the first reported incident the nurse felt a sharp tingle in her finger and noticed that there was a white mark (circle) located on the tip. The nurse received minor treatment. It was noted that during the second procedure the same issue occurred but this time there was a mark on the nurse's hand after receiving the second shock. It was reported that both procedures were completed with the same device. The device was removed from service after the second event. There was no patient injury reported. No further details have been provided. Olympus followed up with the user facility to obtain additional info via telephone and in writing regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device was tested and passed all functionality testing. In additional, a non-olympus lamp was used in the device and there were damages observed on the front panel. Please cross reference with complaint: MFR report#: 2951238-2015-00028.